Manufacturer narrative:
(B)(4). The customer returned one 2-l catheter for analysis. Definite evidence of use was observed on the returned catheter. Visual and microscopic analysis revealed that the distal extension line contained a hole directly adjacent to the luer hub. A portion of the extrusion was still molded within the luer hub. This damage is consistent with a manufacturing molding defect. The outer diameter of the extension line measured 0.0965", which is not within the specification limits of 0.093-0.097" per the extension line extrusion product drawing. The inner diameter measured 0.057", which is not within the specification limits of 0.055-0.059" per the extension line extrusion product drawing. A manual tug test confirmed that both extension lines were secure with their respective luer hubs. R & d was additionally consulted as a part of this complaint investigation. It was confirmed that catheters of this nature are intended to have a long-term dwell time of >30 days. Therefore, though a dwell time of 6 months is rare, it is not against the indications for use and thus, clinicians may let a catheter remain in place as long as it is patent. The customer did not provide a lot num ber; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit instructs the user, "do not secure, staple and/or suture di rectly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations.". The report of a leaking extension line was confirmed through complaint investigation of the returned sample. Visual analysis revealed a hole in the distal extension line directly adjacent to the luer hub. Dimensional analysis revealed that the extension line inner and outer diameters measured within specification. Based on the customer report and the sample received, the root cause for this issue is manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that a patient with intestinal failure, after 6 months of use, suffered a fracture of the line with an escape of parenteral nutrition. As a result, an exchange was made with a new line. The patient had no harm or injury.

Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that a patient with intestinal failure, after 6 months of use, suffered a fracture of the line with an escape of parenteral nutrition. As a result, an exchange was made with a new line. The patient had no harm or injury.